Event description:
It was reported that during the implant procedure, a venogram balloon was used to inject dye into the coronary sinus (cs) and upon removal of the venogram balloon the cs was dissected. A flap of endothelial tissue was left in place and no additional intervention was necessary. The venogram balloon was removed. No further patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Without a lot number or device serial number, the manufacturing date cannot be determined.